Event description:
It was reported that the customer experienced high blood glucose and the insulin pump alarmed no delivery. The customer's blood glucose was 500 mg/dl. The insulin pump was not dropped, the drive support cap appeared normal, there were no cracks or leaks. The displacement verification test was passed, and there were no issues with a 5 unit manual prime or fixed prime. The cannula on the customer's infusion set was not bent. Air bubbles were reported to sometimes be present, and it was found that the insulin was being stored in the refrigerator. It was advised to keep the insulin at room temperature. The high pressure test was to be performed later. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).